Manufacturer narrative:
Sex: unk; weight: unk; ethnicity: unk; race: unk; date of event: unk; explant date: unk. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm tmicl12.1 implantable collamer lens, -07.00/+1.0/092 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. It was reported at one week post-op, a small anterior cataract was observed. The patient is 20/15 ou and so far the cataract is a non issue. The lens remained implanted and the patient will be monitored. Additional information has been requested but none has been forthcoming.

Event description:
The reporter indicated the surgeon implanted a 12.1mm tmicl12.1 implantable collamer lens, -07.00/+1.0/092 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. It was reported at one week post-op, a small anterior cataract was observed. The patient is 20/15 ou and so far the cataract is a non issue. The lens remained implanted and the patient will be monitored. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Sex: unk; weight: unk; ethnicity: unk; race: unk; date of event: unk; explant date: unk. No similar complaint was reported for units within the same lot. Claim # (B)(4).